Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of discomfort and pain in pocket area, the patient believed her pacemaker had moved; although representative did not see any obvious displacement. The device was repositioned in pocket and remains in service. No additional adverse patient effects were reported. Boston scientific received information that the pocket was revised. The patient experienced pain. Additional information received indicates that there were not allegations against the device. Remains in service. No adverse patient effects were reported.